Event description:
It was reported that "the blue port of the pheresis catheter was noted to have a crack following dialysis." At the time the crack occurred tpn, dopamine, and albumin were running. The catheter was replaced the following day.

Manufacturer narrative:
Attempts to obtain additional info about the catheter were unsuccessful. The device was not returned for eval. We are unable to determined the cause or factors that contributed to the event. The report indicated that "at the time that the crack occurred, tpn, dopamine, and albumin were running." The duo-flow catheter is indicated for use in attaining short-term vascular access for hemodialysis and apheresis."